Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event location and patient weight information.

Event description:
It was reported one of the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 wherein the lead was repositioned. Postoperatively, the patient has effective therapy.

Event description:
Related manufacturer report number: 3006705815-2022-16182. Additional information received identified that patient had a couple of falls and during surgery it was determined that both of patient's lead had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.